Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure via a 7f sheath. Reportedly, the device did not catch the femoral artery and the knot came out fully formed. This occurred with both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.